Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one 4.2fr broviac catheter and one electronic photo were returned for evaluation. Photo review identified a longitudinal rupture in the photographed device. However, the returned device did not include the photographed portion of the device. The returned device terminated in a sharp instrument cut, it is unknown when or why this cut occurred. Based off of the returned photograph the investigation is confirmed for a catheter fracture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five days post chronic catheter placement, the catheter allegedly fractured. It was further reported that catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five days post chronic catheter placement, the catheter allegedly fractured. It was further reported that catheter was removed and replaced. There was no reported patient injury.